Manufacturer narrative:
Concomitant medical products: 429678 lead implanted: (B)(6) 2013; 0184 lead implanted: (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hard fall and the right atrial (ra) lead dislodged and fell to the lower atrial wall and exhibited non capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.